Event description:
Customer reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support attempted troubleshooting steps without success, and a red led was observed with no vibration. The customer reverted to manual injections for insulin therapy.